Event description:
It was reported via social media that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient had a stroke and died shortly after being hospitalized. No additional information is known at this time. It was further reported that the device was implanted several years ago. A computed tomography (CT) scan was performed and showed some brain damage as did the electroencephalogram (eeg). But neither test was conclusive and they were told a magnetic resonance imaging (MRI) was not possible because of the implanted watchman device.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2021 used as event date is unknown. D6a: implant date - the date of (B)(6) 2019 was used as the implant was reported to have occurred approximately two years ago.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported via social media that a cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient had a stroke and died shortly after being hospitalized. No additional information is known at this time.